Event description:
It was reported that the patient with a spinal cord stimulation (scs) implantable pulse generator (ipg) underwent a revision for an unspecified reason. No additional information is available at this time.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional pro code selection that applies to the indication of this device - qrb.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) implantable pulse generator (ipg) underwent a revision for an unspecified reason. No additional information is available at this time.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. There is no complaint against the functionality of the device and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional pro code selection that applies to the indication of this device - qrb.